Event description:
It was reported to philips that the bolus chase run could not be completed as the table became unlocked and started to move. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the d7 table longitudinal position potentiometer which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the scheduled vascular diagnostic procedure was aborted. The issue was discovered while performing a bolus chase runoff of the leg. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log file by the rse indicated that during bolus chase, the longitudinal position was not correctly reported by the encoder and potentiometer due to the encoder and potentiometer being out of calibration resulting in the bolus chase failure. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Fse replaced the ad7 table longitudinal position potentiometer and calibrated the table longitudinal position and stand collision model. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.